Manufacturer narrative:
The patient's age at time of event or dob, and weight are unknown. This information was not available from the facility. Due to the balloon unable to deflate, additional intervention was required to remove the angiosculpt device from the patient, thus resulting in prolongation of the procedure. Patient information regarding relevant test or laboratory data is unknown. This information was not available from the facility. The angiosculpt device was returned in two pieces. Visual examination found a necked and stretched distal shaft. Functional testing to replicate the reported failure could not be performed due to the condition of the returned device. The device was initially able to inflate and deflate. Based on the lab analysis, it is probable that after the second inflation, the shaft got stretched resulting in the balloon unable to deflate.

Event description:
The physician inflated the angiosculpt under fluoro and noticed no dye in the balloon. The angiosculpt was deflated and then re-inflated to nominal. The distal part of the balloon did not fill with contrast. After 3 minutes, the physician tried to deflate the balloon but couldn''t. The indeflator was removed and a syringe was used. Still would not come down. The physician removed the wire and cut the hub off the angiosculpt. Next, a 6f coronary guide catheter was loaded over the angiosculpt, and inserted into the sheath down to the angiosculpt balloon. Now the physician captured the angiosculpt and removed the guide catheter with the angiosculpt. A picture was taken and showed a widely patient vessel. No adverse event to the patient.